Manufacturer narrative:
The insulin pump was received with critical pump error alarm and a pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarm due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarms. The customer stated she received a broken force sensor or motor movement error alarm and a critical pump error alarm. The blood glucose at the time of the incident is unknown. Troubleshooting could not be completed. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.